Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a ventilator restart and a vent inop upon startup of the ventilator. During testing of the device, the service technician reported the backup battery failed testing. The service technician replaced the backup battery to address the finding. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.